Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version #: 2.1.0 h3) no parts have been received by the manufacturer for evaluation.  Codes: b17, c20, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used intra-operatively during a cranial resection procedure. It was reported that the doctor was inaccurate by 2 centimeters (cm) when going inside the patient. Navigation was sometimes being used. No known impact to patient outcome. There was a less than one hour surgical delay.

Manufacturer narrative:
H2) additional information in section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the workflow was after incision was made and after exposure. The manufacturer representative (rep) reported the surgeon was in their first year out of fellowship. The surgeon mentioned that [navigation] was off after the exposure and drilling. They were using the passive planar probe. The rep also had the surgeon switch to the microscope probe which is then when it was a little better after awhile. After the case was over, a navigation check out was performed and everything seemed "right on".

Manufacturer narrative:
H3, h6) a software analysis was performed. Logs were reviewed and one application session was available. It had two exams for a patient while one of them was used for trace registration. The user collected good number of points and achieved registration accuracy metrics of 2.8 millimeters (mm), 3.5mm and 2.5 mm. Log analysis did not provide any information on the region of inaccuracy or how much inaccuracy was observed by the user. The microscope was found to be available in the equipment but not connected. Additionally, the probe was successfully verified and used in the procedure. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Previously reported codes, b01, c19, and d15, are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-3) a manufacturer representative (rep) went to the site to test the navigation system. No hardware parts were replaced and the system performed as intended. Codes: b01, c19, d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.